Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d10, e1. D10 ¿ product received on: 23aug2019. E1 - line 2 of address: mapo-gu. Investigation ¿ evaluation. A review of documentation including the drawing, instructions for use (IFU), manufacturing instructions, and quality control, as well as a visual inspection, functional test, and dimensional verification, was conducted during the investigation. The visual inspection of the complaint device showed the catheter had slight bends likely from use. The balloon was wrapped in a spiral formation and inflated with 4cc of air on only one side. No damage was noted to the balloon; however the balloon did not inflate uniformly. The balloon was then inflated with 6cc of air and the diameter was measured to be 1.3cm. The balloon was left inflated for 4 minutes and the diameter was measured again to be 1.3cm. Additionally, a document-based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record could not be completed due to a lack of lot information from the user facility. A global sales shipment report was conducted for this rpn from 01jan2016 through 12aug2019 but the lot this complaint pertains to was unable to be narrowed down. There is no evidence to suggest there is any nonconforming product in house or in field. A review of the product labeling for the device was completed as well. The instructions for use, c_t_aebs_rev5 states the following instructions related to the reported failure mode: instructions for use: -for a french size 7.0 catheter, the recommended average inflation volume is 2.0 cc ¿ 6.0cc. How supplied: -¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause was traced to component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: manager. PMA/510(k) #: k021920. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an arndt endobronchial blocker set was used for practice procedures on pigs in a wetlab of intuitive surgical korea. During the procedure, it was noticed that the shape of the balloon on the blocker catheter was not spherical, and that it was irregular as compared to the common blocker balloon shape. This product was only used for practice procedures on pigs, and made no human contact. No other adverse effects were reported for this incident.